Event description:
It was reported that an ilet device¿s screen became cracked and unusable after the patient fell while riding a scooter, resulting in a hardware failure of the display component and interruption of device usability. Symptoms included none reported. Outcomes included reliance on backup diabetes therapy while awaiting a replacement device. Investigation included a review of complaint details and collection of device information from the user. Investigation of this case revealed physical damage consistent with accidental impact during use. It was concluded that the event resulted from accidental external damage and was not related to a device malfunction.